Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient stated he had his system moved from one side to the other side a few weeks ago. The reason for the revision procedure was not provided. The patient has been feeling his heart race a few times and was inquiring about the mv sensor signal oversensing advisory and if his device was included in the advisory population. No additional adverse patient effects were reported.